Event description:
Pt was undergoing exchange of bilateral ureteral stents. First stent opened and used with guidewire. Stent passed without a problem, however, guidewire was unable to be removed and felt as if it were stuck. Stent, guidewire and instruments removed. Distal end of guidewire (ureter end) appeared frayed. Second stent with another co's guidewire was inserted with same difficulty encountered when attempted to remove guidewire. Guidewire and stent were removed together. Guidewire appeared frayed and pulled apart at the distal end. Procedure was completed using another co's stents and guidewires without problems.